Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd syringe luer-lok¿ tip was cracked. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the barrel of the bd syringe luer-lok¿ tip was cracked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. Each photo depicted a 10ml syringe. Each syringe has a linear crack in the barrel wall. It is difficult to determine if both photos are of the same syringe from different angles. A point of impact at one end of the crack is observed in one of the attached photos. The syringe also has a label attached. The second photo does not have a visible point of impact but the view does not show the full length of the crack to complete the evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the crack in the first photo could not be determined since the syringe has been manipulated and is likely due to the source of the impact on the barrel. Potential root cause for crack in the second photo is likely associated with the assembly process. However, it is difficult to determine without the presence of physical samples and batch information. No corrective actions recommended since the defective rate is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.